Event description:
Caller reported damage to tandem charging cable, which rendered the charging supplies nonfunctional. There was no adverse impact to the customer¿s blood glucose level. Technical support arranged for replacement of the damaged charging supplies with 2-day shipping.